Event description:
It was reported that the patient has had no relief from the pump and was having refills once a month. It was noted the health care provider (hcp) was aware of the issue and told the caller ¿it will get better¿; however, it was "only getting worse¿. It was noted the patient was physically exhausted due to the pain of tightness. The pump was being used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report. It was further reported that there was no event. The catheter was intact and there was ¿good¿ cerebral spinal fluid. The patient reportedly had poor response to therapy. The patient was being admitted for several days of dose adjustments/observation as he was still severely dystonic. No patient injury was reported. This device system delivered lioresal.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n236433, implanted: (B)(6) 2011, product type accessory; product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code no longer applies to this event; the conclusion code has been updated.

Event description:
Additional information received from the healthcare professional indicated that the pump was always sub-optimal.